Event description:
During the atrial fibrillation procedure, arrhythmias occurred which required pacing and cardioversion and an air embolism was diagnosed. Shortly after the transseptal puncture while the sheath was positioned at the left atrium, an st segment elevation was observed. A transthoracic echocardiogram was performed, and air was detected in the left ventricular apex and left ventricular outflow tract. The sheath was then immediately removed from the left atrium. Heparin had already been given right after transseptal puncture. Rapid atrial pacing at a rate of 600 ms was performed to speed up the air passage through the coronary arteries. Progressive to complete av block was then present which required ventricular pacing for several minutes. Shortly after that, the patient developed several episodes of polymorphic ventricular tachycardia (vt). Some of the vt episodes were not sustained but two of these were sustained and required external direct current cardioversion. The patient was admitted to the ICU for further treatment. One hour post-procedure, a CT scan was done and no air was observed. It is thought an issue with the sheath valve contributed to the air embolism.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 8.5f fast-cath introducer sheath was received for evaluation. A syringe was also returned. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on both ends of the seal slit on the distal face of the seal. No damage was noted in the side wall or proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal remains unknown.